Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 24mm amplatzer septal occluder was chosen for implant using an 10f amplatzer trevisio delivery system. During deployment in the left atrium, the occluder was observed to assume a cobra-like deformation. The physician subsequently retrieved the device and removed it from the patient, after which it was manually reshaped in an attempt to restore its original configuration. Upon reintroduction, the device again exhibited the same cobra-like deformation. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The device was not implanted, and the procedure was completed using a new 26 mm amplatzer septal occluder with the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.